Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports an incident where the infusion port of the triple lumen came off. It was snapped off leaving the line exposed. They are cleaning with alcohol and have not changed their protocol.

Manufacturer narrative:
Since the lot number was not provided, a device history record (DHR) review could not be performed. One sample was received for evaluation which consisted of one used 8888345629hp mahurkar catheter. The catheter was returned inside a plastic bag and presented signs of use (remains of blood). Visual inspection was performed and it was observed that the infusion lumen (middle lumen) was completely separated from the infusion adapter. It was observed that remains of the glue were found in the infusion lumen. Dimensional testing was required and the measurements were within specification. As part of the investigation process the issue was analyzed and an attempt was made to replicate the product issue in the manufacturing process. Several factors were manipulated to produce the defect which included; the amount of glue, the position of the infusion extension, and the cure time with the uv light. It was not possible to determine which of these factors were involved at the time the issue occurred with the sample provided for this complaint. The lumen does not show evidence of external abuse. Additionally, glue residue was found in the infusion extension tubing. As per procedure, the operator at the manufacturing plant has to perform a visual inspection for glue application. During this inspection, if the filling of glue cannot be seen on the adapter end, or if the glue fill is less than half of the length of the glue area of the adapter, or if there is some areas without glue, the procedure states that if the glue quantity is inadequate, the needle requires to be changed to increase the quantity of glue application. Additionally according to this procedure, the manufacturing operator has to place the infusion lumen in the correct position for the glue application.

Event description:
Based on the product failure reproduction, an incorrect position of the tubing may affect the glue application through the clear adapter. Per procedure, the glue is applied and the cure time is a specified parameter. When replicating this failure on the production floor, if the amount of glue and cure time is modified, a similar defect occurred in the infusion extension; however it was not possible to determine which of these potential causes is related to this event. Based on the sample evaluation, the most probable root causes are that the operator failed to follow process and inspection procedures (incorrect positioning on the infusion extension) and equipment malfunction (quantity of glue and/or cure time). According to the instructions for use (IFU) it is necessary to perform an inspection before using the device. Do not use the catheter if it is crushed, cracked, cut, or otherwise damaged. Do not infuse against a closed clamp or forcibly infuse a blocked catheter as backpressure could force the adapter out of the tubing. Signs of an external abuse were not identified in the lumen. Glue was observed present and adhered to the lumen. A corrective and preventive action (CAPA) was opened to address this failure mode. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.